Event description:
Reporter noted 5 pt with endophthalmitis at end of october. Two pt had residual effects. This pt shows no growth on cultures. Questions cleaning procedure at facility.

Manufacturer narrative:
H-10: sys will not be evaluated. Problem related to customer cleaning procedures. H-11: d1, d6 model and catalog numbers revised. H3 "no" code revised. This report was mailed in to FDA on: 01/09/1998.